Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37092, lot# 254640001, implanted: (B)(6) 2010, product type: accessory; product ID 3550-39, lot# n268539, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient saw the neurosurgeon on (B)(6)2014. It was noted that the patient didn¿t have anymore ¿shocking.¿ it was noted that the impedances were ran again and they were within the normal range. It was noted that he wanted additional reprogramming to each from hips to ankles bilateral. It was noted that this was achieved. The cause of the event was unknown. It was noted that the issue was not device related. It was further noted that the shocking that was described in a prior visit was no longer present and the patient did not know when it stopped. It was noted that the patient was receiving the paresthesia that the requested. It was noted that the patient was receiving effective therapy.

Event description:
It was reported that the patient experienced shocking around the incision site of both leads. It was noted the patient felt a ¿shocking sensation¿ just under the skin where the leads were inserted. It was noted that impedance testing, x-rays and reprogramming were performed. It was noted that the shocking was still occurring. It was noted that the shocking was inconsistent and not positional. It was noted that this only occurred at the lead insertion site when the stimulator was turned on. It was noted that the patient was going to return to the neurosurgeon for the evaluation for a lead revision. Additional information received reported that the patient had an appointment with the neurosurgeon on (B)(6) 2014. It was noted that the patient¿s therapy was ineffective related to the ¿shocking¿ sensation at the lead insertion site incision. It was noted that the cause of undetermined.